Manufacturer narrative:
Result: limits.

Event description:
It was reported by service report that the unit won't go all the way down. Customer could not determine if there was patient involvement, however no adverse consequences were reported.